Event description:
Reporter indicated that high lead impedance was obtained when a patient's resident lead was attached to a new vns generator during vns generator replacement surgery. The lead pin was wiped off and reinserted and the high lead impedance did not resolve. The generator was disabled, and lead revision surgery was to occur at a later date. As lead pin reinsertion did not resolve the high lead impedance, a lead fracture is suspected. The explanted vns generator was returned and no anomalies were identified. The generator was at normal end of service. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.